Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) would not inflate. The device had fluid loss. The system was replaced with a 16cmx12mm ipp and 65ml reservoir. The issue occurred weeks prior to replacement. The patient was healing post op. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.